Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was inspected for any damage or irregularities. The renegade device was partially in the shipping tube when received for analysis. The shipping tube was hydrated, and the device was removed with no issues. The renegade showed damage in the form of several fractures located 2.7 cm to3.1 cm, 4.9 cm, and 6.1 cm to7.45 cm from the hub. The shaft was not completely separated, the inner liner was still connected. The device showed stretching on the shaft. The stretching most probably caused the inner tube to compress on the guide wire. The guide wire was not able to be removed from the catheter. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the device was broken. A renegade hi-flo fathom system was selected for use. It was noted that the catheter was stuck in the packaging hoop and was broken when forcefully removed. The procedure was completed with another of the same device. No patient complications were reported.

Event description:
It was reported that the device was broken. A renegade hi-flo fathom system was selected for use. It was noted that the catheter was stuck in the packaging hoop and was broken when forcefully removed. The procedure was completed with another of the same device. No patient complications were reported.